Event description:
The patient via manufacturing representative reported that they were having problems charging their device. They tried a couple of different ways to charge, but the device would still not charge. The patient mentioned that they tried putting the recharger closer to their implantable neurostimulator (ins), but that didn't help. The patient was to follow up with their manufacturing representative to check the device. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the manufacturer representative reporting that he patient was unable to retain information necessary for recharging their device. Their memory and ability to understand electronics has diminished substantially in the recent years. The patient lived in a nursing home and the home had been unwilling to assign someone to help the patient with their recharging burden. The patient had been instructed to set up an appointment with their health care professional (hcp) for recharging education. Additionally, the patient had been informed and the nursing home had been informed that the patient needed to bring someone to the hcp appointment so that they can be responsible for helping the patient recharge the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.